Manufacturer narrative:
Concomitant medical product: d044 ICD, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead exhibited oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.